Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited pacemaker-mediated tachycardia (pmt) episodes, some of which were determined to be true events, while the most recent appeared to be inappropriate detections. Additionally, ventricular pacing was detected on the atrial channel, suggesting cross-chamber sensing. Technical services (ts) suggested reprogramming options. This device remains in service. No adverse patient effects were reported.